Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 3097064 common device name: scs octrode lead, model: 3146, UDI: (B)(4), batch: 3224614 common device name: scs octrode lead, model: 3146, UDI: (B)(4), batch: 3224614 common device name: scs octrode lead, model: 3189, UDI: (B)(4), batch: 3308873 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, one of the leads fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.